Manufacturer narrative:
(B)(4). H6: health effect clinical code - speech disorder

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6)2023. On (B)(6) 2023, it was reported that the patient reported being alone and was having inaccurate cgm readings, however, the patient can not recall any specific values; he only stated that the cgm/bg comparison reading were ¿way off¿. The patient was having difficulty controlling his speech. The patient was taken to the ER the patient reported he was found to have suffered a stroke. The patient could not recall any of the treatment/medications he was provided in the ER. There was no documentation on how long the patient was in the ER. Attempts to reach the patient for event clarification was unsuccessful. The patient was in stable condition at the time of report. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.